Event description:
In december 2003, the pt was seen by a co rep. Testing performed confirmed that the device was functioning. Programming changes were made. The pt continued to be monitored by the center. In 2004, the pt family members reportedly felt that the pt's performance was not as good as they observed previously. They requested that the pt's c1 device be explanted.